Event description:
The pt had an abdominal aortic aneurysm repair on 1/4/97. Pt did poorly post-op. CT scan shows a leak at the bifurcation of the graft. The graft was left in but reinforced with suture at the site of the leak.